Manufacturer narrative:
The investigation determined that lower than expected bhcg quality control results were obtained from a non-vitros biorad level 1 quality control fluid processed using vitros bhcg reagent on a vitros 5600 integrated system. The assignable cause could not be determined. An issue with the non-vitros biorad qc fluids themselves cannot be completely ruled out as the customer obtained unacceptable quality control results on an alternate vitros immunodiagnostic reagent using the same biorad level 1 control fluid. A review of historical vitros bhcg reagent lot 1810 quality control results concludes that a reagent issue is not a likely contributor to the event. Additionally, the customer gave no indication of an instrument malfunction and therefore is not a likely contributor to the event.

Event description:
The customer observed lower than expected bhcg quality control results (4.44, 5.14 versus expected 8.28 miu/ml) from a non-vitros biorad level 1 quality control fluid (lot 40921) processed using vitros bhcg reagent lot 1810 on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros bhcg results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).